Manufacturer narrative:
Device evaluation: the hawkone was inspected. The cutter was advanced within the housing. No external damages were identified. It was observed within a separate pouch a clear piece of material was identified. The clear piece was inspected and showed characteristics similar to pet. Image review: the customer provided a photo of the detached component of the nosecone. The observed component is likely pet from the inner housing of the hawkone device. The suspected pet is bunched up at one end and flared out at the other. Within the pet, tissue extracted and blood were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used hawkone directional atherectomy during treatment of a moderately calcified soft tissue lesion with chronic total occlusion (cto-100%) in the left distal sfa to popliteal. The vessel diameter and lesion length is 6mm and 120mm respectively. The device was inspected with no issues noted. The device was prepped with no issues identified. It was reported that it was impossible to slide the thumbswitch all the way to the "off" position after 4th insertion/clean out. There was no issue during multiple use until the 4th insertion. The device was safely removed from patient. It is unknown what component detached from nosecone but it was flushed through the clean out port. There was no patient injury reported.